Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the mega suturecut needle driver instrument with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A DHR review for the device(s) involved with the reported event was not possible as the product information was not provided. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Per regulatory report (B)(4), it was reported that during a da vinci-assisted surgical procedure the mega suturecut needle driver instrument broke while in use. The tips were recovered, and the instrument was immediately removed from the field. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.